Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 123mg/dl. Troubleshooting was performed, and the mother was not sure if the drive support cap was sticking out or flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.